Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the spinal pain. It was reported that the patient wanted to have their stimulation adjusted because they had not had it adjusted for two years. The patient reported that the stimulation had not been reaching their lower leg. The patient reported that they had "not been able to use leg" since (B)(6). The patient had a couple of injections in their lower back and was hospitalized for several days at the end of (B)(6) due to a pinched nerve. No further complications are anticipated.